Manufacturer narrative:
The instrument was not returned for failure analysis investigation. Therefore, the root cause of the reported failure mode has not been determined. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the instrument (part# 471296 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 5 uses remaining after this last usage. This event is being reported because the grasper of the large suturecut needle driver reportedly broke and fell inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the large suturecut needle driver instrument's grasper broke and fell inside the patient. The fragment was retrieved with the fenestrated bipolar forceps instrument that was installed on arm1. The procedure was continued as planned with no reported injury. Intuitive surgical inc. (Isi) contacted the site robotics coordinator and additional information was obtained about the complaint: the instrument was not inspected prior to use. The instrument broke while it was being used for suturing. The instrument was in use for approximately 20 minutes and did not collide with any hard materials or other instruments. There are no photos/videos of the reported event for review. Patient demographic information was not available.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: intuitive surgical, inc. (Isi) received the large suturecut needle driver involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. Failure analysis found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.066" x 0.256" was found to be broken off. The broken piece was returned. The root cause of broken instrument grips/tips is typically attributed to the user, such as excess force applied to the instrument jaws.